Manufacturer narrative:
This report is submitted following a report submitted to FDA (report number mw5176553) by the treating clinic, which reported the following physical effects related to a quantum rf procedure: blistering, persistent swelling, burning sensation and pain, visible scarring at multiple entry points, skin discoloration / pigmentation changes, loose skin and uneven cosmetic results, and sedation/ drowsiness (patient reported sleeping from evening through morning). The device was inspected and no technical issues were identified. The initially reported burn was attributed to incorrect technique, whereas the edema was considered a labeled expected side effect for an invasive procedure. The additionally claimed burning sensation, pain and scarring at entry points - all are expected side effects associated with an invasive procedure, listed in device's labeling. Scarring at the entry points is considered an expected trivial effect associated with an invasive procedure, especially considering the information provided in the clinical form stating that the incision was made with 18g needle, and the photos on which the entry port does not exceed 5mm. Inmode does not have adequate information to assess the cause or extent of pigmentation changes, loose skin, and uneven cosmetic results. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. Inmode has provided all relevant information known to the company as of the submission date of this report and will file a supplemental report if additional relevant information becomes known.

Event description:
Burn on arm and edema on braline following quantum procedure.